Event description:
A physician reported that actuation failure of the probe occurred during calibration step of surgery. The surgery type was unknown. The surgery was completed on same day after replacing the product with another one. There was no patient contact with the product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).